Manufacturer narrative:
Investigation findings: the pump was received for evaluation. A visual inspection of the pump found physical damage to the from panel and bezel. During testing the reported problem was unable to be duplicated; the pump operated to functional specification. Conmed linvatec repair records show that the last date of repair for this pump is may 2003. The instruction manual that accompanies this pump recommends annual inspection and calibration. The tubing set used with this pump was discarded by the facility and therefore, an evaluation could not be completed.

Event description:
It was reported that during use of this pump in a shoulder arthroscopy, it did not regulate the pressure resulting in swelling to the patient's shoulder. The pump was discontinued, the surgical site suctioned and an alternate pump was obtained to complete the surgery. It was reported that upon completion of this surgery, the swelling to the surgical site decreased significantly. There was no report of injury, surgical intervention or extended hospitalization stay related to this event.